Event description:
Pt admitted to hospital for removal and replacement of penile prosthesis secondary to balloon reservoir deflation. During surgery it was discovered that there was a leak at the base of the right penile prosthesis.